Manufacturer narrative:
(B)(4). The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unk date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the jejunal (j) tube was difficulty to flush. On (B)(6) 2017, an endoscopy was performed and it was noticed that the j tube was knotted. On the same day, the j tube was replaced.